Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had channel error which was resolved by replacing the left and right iui because they were both damaged. Replacing the upstream and downstream pressure sensors fixed the channel error. Also updated the software on the unit. I ran it through all of its preventive maintenance and it passed them all.